Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. The high blood glucose level of customer was 500mg/dl. Customer was using the insulin pump system within 48 hours of reported event. The auto mode feature was active at the time of incident. Customer was treated with insulin pump. Customer did allege that insulin pump was under delivering insulin. Troubleshooting was performed. Insulin pump passed displacement test. The insulin pump will not be returned for analysis.